Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a 26mm balloon due to unspecified paravalvular leak (pvl). Expansion of the valve stent frame was noted. The echocardiogram post-bav showed a membranous ventricular septal defect (vsd) below the valve frame. It was decided to open the chest to repair the vsd and replace the aortic valve surgically. Per the physician, the cause of the vsd is unknown, it is also unknown if the valve contributed to the vsd. No additional adverse patient effects were reported.